Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown 48 psl cup. It was noted that no other information will be made available due to hospital policy.

Event description:
It was reported that the patient was revised for instability of the left hip. Everything was removed and reimplanted except for the accolade tmzf stem.